Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 - device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: during the investigation, moisture was observed behind the display lens. A leak test failed due to a crack at the top right corner between the display lens and the pump seal. The pump was opened, and moisture was observed throughout the pump casing.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08-may-2018 with the following findings: during the investigation, moisture was found behind the display lens. A leak test failed due to a crack at the top right corner between the display lens and the pump seal. The pump was opened, and moisture was observed throughout the pump¿s casing. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (cloudy w/ moisture) issue. The reporter alleged the display was cloudy with moisture behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.